Event description:
It was reported that the 2 leads were not able to be implanted due to difficult patient anatomy. The leads were not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.